Manufacturer narrative:
The device was not returned for evaluation. The DHR review did not show any rejects related to the catheter. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by the hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter balloon does not fully deflate which caused pain to the patient during removal. The complainant stated that the doctor had to be called in, and while removing the catheter,met quite a bit of resistance. The complainant alleged that the patient stated "I had so much pain when the catheter came out that I pulled a muscle in my chest and I can hardly breathe now".